Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. A revision procedure was performed and found the lead had become dislodged when the patient underwent valve surgery. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.